Manufacturer narrative:
The single-use device was received for evaluation. A visual inspection was performed and it was noted that one bent pin on the right ring was pointing inward towards the inside of the ring. The other five pins of the coupler ring were unaffected. The reported condition was verified. The cause of the condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a 2.0 mm coupler came apart (ring dislodgment) during surgery. The event involved a patient with no patient consequences. No additional information is available.